Event description:
Additional information received indicates the patient stopped charging their device due to losing the charger, as such the ipg became inoperable.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was end of life, and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.